Event description:
Reportedly, the pt underwent a laparoscopy for a cholecystectomy and hernia repair. Allegedly during insertion of the trocar, the aorta was perforated just above the bifurcation, with perforations anterior and posterior. Pt developed cardiac arrest on the operating room table. Resuscitatve/repair efforts continued for approx 8 hours. Pt expired while being transferred to the ICU.